Event description:
It was reported patient underwent a reverse shoulder procedure approximately one year ago. During the procedure, one of the implants fractured as the surgeon was implanting it. Attempts to obtain additional information revealed that no other information is available.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product / lot code / expiration date. Date of implant. PMA/510(k) number. Manufacture date.